Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's isolated host communication board. Unit was calibrated safety tested to factory specs.

Event description:
Customer reported an issue with the v series monitor, which may have affected spo2 monitoring. No pt injury was reported.